Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during morning preparation, the cardiosave intra-aortic balloon pump (iabp) unit had a touch screen calibration message. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) remarked as hospital feedback that they encountered unit prompted touch screen calibration message during preparation in the morning. Fse performed touch screen calibration. Operated unit with balloon few hours. All manifold test, passed - equipment operated as normal.

Event description:
N/a.